Event description:
A medtronic representative reported that surgeon was inaccurate by one whole level during a kypho procedure with o-arm. While he was navigating with the pak needle on t10 level the software showed him on t9. He discontinued the use of navigation and used fluoro to complete the case; the procedure was completed successfully and without impacting the patient.

Manufacturer narrative:
The site refused to provide the patient weight. No system logs or archives have been received by the manufacturer for evaluation. According to rep, the patient exam is no longer on the system and will not be sent in for review. Several cases have been completed successfully with no further issues.